Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown matrix orbital screw/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a data collection sheet was received which includes safety related data on matrix orthognathic. One 17-year-old female received osteotomy, le fort, with manibular sagittal split osteotomy bilateral for craniofacial reconstruction in mandible and experienced hardware failure and infection. This event is marked as related to matrix orbital (mo) implants, related to the index procedure and the cause for reoperation. Treatment was reoperation. This report is for an unknown matrix orbital screw. This is report 1 of 7 for (B)(4). Complaint (B)(4) captured the event involving the left side. Additional matrix orbital implants are captured on related complaint (B)(4)for the event involving the right side.